Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 70 mm thoracic aortic aneurysm. It was re ported that the patient had a blood vessel prothesis (gore propaten) previously implanted by thoracotomy. The patient was also treated during the index procedure for a 120 mm abdominal aortic aneurysm with an endurant iis stent graft system. It was reported that during the index procedure the valiant stent graft vamf3838c200tj could not be delivered as the valiant became stuck in the device and delivery became difficult. The valiant stent graft vamf3838c200tj was replaced with the valiant stent graft vamf3838c150tj and this was successfully delivered. It was reported that it felt as though the device was stuck inside the guidewire and this may have been due to fraying of the wire lumen. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.